Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the physician had issues closing the purple locking mechanism while using a mini apical cuff. It was noted there were many pledgets used to stop bleeding around the sewing ring and that there was puckering of tissue that might have interfered with the locking mechanism. The surgeon replaced the mini apical cuff with a regular sewing ring when they were unable to attach the mini apical cuff. The sewing ring was able to be attached, however, there was an incomplete seal resulting in the site requesting a pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: although a specific cause for the reported event of an engagement issue with the mini apical cuff upon initial engagement could not be conclusively determined through this evaluation, the account stated that there was puckering of tissue from pledgets that might have interfered with the locking mechanism. Evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the cuff lock. The reported event of an incomplete seal between the standard apical cuff and the pump could not be confirmed through this evaluation. (B)(6) was returned assembled with the pump cable fully intact and a tunneler returned over the pump cable inline connector. The modular cable, outflow graft, and outflow graft bend relief were not returned. The cuff lock was returned partially engaged as the yellow indicators were slightly visible. The mini apical cuff was returned disengaged from the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. After cleaning, the cuff lock was placed on a 1:1 scale drawing and showed that both of the cuff lock locking arms appeared to be deformed and bent outward. Dimensional analysis of the cuff lock using a vision system confirmed that both of the locking arms had become bent out of specification. Additionally, dimensional analysis of the apical cuff gland ring, wiper seal and motor cap found that all were within the manufacturing specifications. The cuff lock assembly was reassembled, and engagement testing was performed. Due to the observed latch arm damage, the cuff lock was not able to be properly engaged. The pump was then reassembled with the mini apical cuff inserted into a demo cuff lock. The connection was lubricated with saline solution and no leakage was observed between the wiper seal of the motor housing and the mini apical cuff. It was unable to be determined exactly when or how the cuff lock latch arm and locking arms became bent; however, the observed tool marking appeared to be due to applying a high load to the cuff lock, which has the potential to cause a permanent deformation of the locking arms. The observed damage to the cuff lock could have resulted in the reported incomplete seal when the pump was engaged to the standard apical cuff. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. D, is currently available. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 lvas surgical hand tools IFU rev. A, also provides information on how to properly disengage the slide lock mechanism from the apical cuff. This document instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, this IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. The heartmate 3 mini apical cuff kit IFU, rev. E, is also currently available and explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. The current revision of the ifus can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The previously reported outcome will now be covered under MFR # 2916596-2025-07151.

Manufacturer narrative:
Related reports manufacturer report number: 2916596-2025-05329. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later reported that the patient passed away due to right ventricular failure, multi system organ failure, and non-extubated. This was considered device or therapy related. An autopsy was not performed. The device was not explanted and would not return for evaluation. The patient did not have right heart failure pre-lvad. The lvad/lvad therapy contributed to the patient's decline in right ventricular function. The multi system organ failure was not due to progression of the patient's heart failure. The device operated as expected.